Event description:
It was reported that the user dropped the ilet device in a bathroom, the device struck the floor, and the screen became chipped and cracked; the device powered on but the touchscreen did not unlock, preventing normal operation. Symptoms included no reported clinical effects, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included no impact to health and no medical or surgical intervention. Investigation included a review of the event details and device function as described by the user. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, resulting in a nonresponsive screen while the device otherwise remained functional. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated physical damage due to impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.